Event description:
Reportedly during a procedure on (B)(6) 2012, the 2.5 x 23 mm xience v failed to cross a lesion located in the coronary artery. The patient was treated with a xience. The patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. No additional information was provided. Analysis of the returned device identified that the stent was mangled and the proximal seal was separated; however, no additional information could be obtained from the hospital because the hospital could not remember the specifics of this case.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned product analysis noted that the distal shaft was separated at the proximal seal and the stent was mangled. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint handling database found no other incidents related to proximal seal separations for this lot. Based on a thorough manufacturing process review, it was concluded that the device met all product specification upon release and sufficient quality control checks were in place to detect any potential issues. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. It is possible, though cannot be conclusively determined, that the stent was mangled and the proximal seal was separated during the post-procedural handling of the returned device since neither of these issues were previously reported by the site. This type of reported event will continue to be monitored per local quality system procedures.